Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: was intra-op or post-op care changed due to the blob of the tissue pad being stuck to the liver? If yes: what was the treatment or end result of the blob of tissue pad stuck to the liver? Did anyone receive a burn from the hot shaft of the device? If yes: who was burned? What degree of burn ? How was the burn treated? What was the patient consequence after the procedure was completed?

Event description:
It was reported that during a liver resection procedure, while resecting the liver the pad of the device seemed to melt. The pad was a blob and was stuck to the liver. The shaft of the device was noticeably hot as well. Another device was pulled, and the case was completed.